Event description:
It is reported that the drill bit was fractured. The fragment remained in the pt.

Manufacturer narrative:
Info was forwarded from owner establishment, zimmer (B)(4) , which markets the device in (B)(4) . Our quality records indicate that all specified characteristics (material, measurements, surface, and so on) were in conformity with the requirements at the time of manufacturing. The alleged device will be returned to zimmer (B)(4) for investigation. After the investigation a follow up MDR will be filed and send to FDA. Based on the available info, the need for corrective action is not indicated at this time of the investigation. Reference number of this file (B)(4) .